Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual examination of the returned product found it to exhibit signs of repeated use nicked / gouged / wear and has fractured. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has a potential field age of eleven years and six months and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint is confirmed based on the returned fractured device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while inserting the trial articular surface, the base fractured off. Also, when cementing in the femoral component, the impactor pad fractured in half. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-01145 d10-medical product tibial articular surface provisional right size ef item# 42527000505 lot# 64273925 h3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.